Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis (fa). The single-port monopolar cautery instrument was analyzed, and fa was able to confirm/reproduce the reported complaint. The instrument was found to have the tube adapter broken. A broken piece measuring approximately 0.082" x 0.074" and was not returned.

Event description:
It was reported that prior to the start of a da vinci-assisted malignant tongue resection surgical procedure, the customer reported the tip of the single-port monopolar cautery instrument was broken. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter indicated that prior to starting, the tip of the monopolar cautery instrument was found to be broken. The device was not used on the patient. The were able to use another monopolar cautery instrument.